Event description:
It was reported to boston scientific corporation that a jagwire revolution guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, when the guidewire was inserted through a non-boston scientific eus needle, it was not able to pass the intrahepatic biliary tree distally. The guidewire corewire broke. It was reported that a section of the guidewire was retained within the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.